Manufacturer narrative:
(B)(4). Attempts were made to gather complete event information. The physician commented that broken piece of the polymer jacket was not remained in the patient and there was no patient complication. Information whether additional intervention was taken was not obtained. The returned guidewire was deformed like a spiral which can be seen on a wire when rotational force accumulated at approximately 15mm from the distal end. Along the deformation, the polymer jacket of the wire was torn. At the distal tip of the wire, the polymer jacket was stretched and peeled off so that the underlying coils were exposed. The peel was still attached to the polymer jacket. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. There was no indication of product deficiency. Based on the obtained information and the investigation outcome, it is concluded that pulling and rotational force exceeding the product's design limit might be inadvertently given to the wire while the distal tip of the wire had been trapped by the target lesion or the vessel causing the wire to be stretched and deformed. Although there was no health impact on the patient, it was not sure that all pieces of the polymer peel had retrieved from the vessel. Warnings section of the IFU states that: -never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. -if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. -when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction.

Event description:
Reportedly, during ppi treating a heavily calcified cto lesion in the sfa, an attempt was made to pass the lesion with an asahi guidewire. During the attempt, the wire got trapped by the lesion and its tip got almost separated. The wire was exchanged to another unidentified wire. Ablation was made with a recanalization catheter and the procedure was completed.